Event description:
It was reported that device shift/migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted. The next day, the physician found via transesophageal echocardiography (tee) that the closure device had shifted/migrated and was not completely in the laa. The closure device was noted to still be attached on the limbus. The physician deemed it necessary to extract the 31mm closure device via percutaneous retrieval. The closure device was successfully retrieved and a second 27mm watchman flx pro laa closure device was then implanted in the laa. There were no patient complications reported and the patient was discharged home.